Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "pump stopping all deliveries and not allowing to resume insulin." There was no reported adverse impact. Customer was able to reload the cartridge and resume insulin delivery.